Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: r1721209) on 21-dec-2017. The most recent information was received on 11-jan-2018. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("device removal") and arrhythmia ("cardiac arrhythmia") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2008, the patient had essure inserted. On (B)(6) 2017, 9 years 11 months after insertion and 1 day after removal of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arrhythmia (seriousness criterion medically significant), rheumatic disorder ("inflammatory rheumatism") and psoriasis ("psoriasis") with skin disorder. The patient was treated with surgery (total bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arrhythmia, rheumatic disorder and psoriasis outcome was unknown. The reporter provided no causality assessment for medical device removal and rheumatic disorder with essure. The reporter considered arrhythmia and psoriasis to be related to essure. The reporter commented: the patient did not want to have particles of nickel in her body anymore. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2017: integrity of tubes / no perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 12-jan-2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 733 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 11-jan-2018: essure device removal questionnaire reported by the pharmacist ¿ patient¿s demographic data, essure insertion date ((B)(6) 2008); new event (psoriasis); and reporter causality between the event cardiac arrhythmia and essure (related). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 21-dec-2017. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("device removal") and arrhythmia ("cardiac arrhythmia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arrhythmia (seriousness criterion medically significant), rheumatic disorder ("inflammatory rheumatism") and skin disorder ("spots on feet"). The patient was treated with surgery (total bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arrhythmia, rheumatic disorder and skin disorder outcome was unknown. The reporter provided no causality assessment for arrhythmia, medical device removal, rheumatic disorder and skin disorder with essure. The reporter commented: the patient did not want to have particles of nickel in her body anymore. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on (B)(6) 2017: integrity of tubes / no perforation. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 08-jan-2018 for the following meddra preferred term: medical device removal: the analysis in the global safety database revealed 732 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Most recent follow-up information incorporated above includes: on 21-dec-2017: similar incident listing attached and case updated accordingly. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 21-dec-2017. This spontaneous case was reported by an other health professional and describes the occurrence of medical device removal ("device removal") and arrhythmia ("cardiac arrhythmia") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On (B)(6) 2017, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced arrhythmia (seriousness criterion medically significant), rheumatic disorder ("inflammatory rheumatism") and skin disorder ("spots on feet"). The patient was treated with surgery (total bilateral salpingectomy via laparoscopy on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the medical device removal, arrhythmia, rheumatic disorder and skin disorder outcome was unknown. The reporter provided no causality assessment for arrhythmia, medical device removal, rheumatic disorder and skin disorder with essure. The reporter commented: the patient did not want to have particles of nickel in her body anymore. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - on 13-dec-2017: integrity of tubes / no perforation. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.